Event description:
Event occurred in united kingdom. It was reported that the patient experienced infusion set fell off during use on (B)(6) 2026. The issues occurred with three infusion sets.

Manufacturer narrative:
Initial 2 of 3. E1:name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.